Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, the patient reported dropping the subject meter which caused the display screen on the subject meter to become cracked. The alleged issuse could not be resolved with troubleshooting and so the complaint is being reported as a malfunction.